Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), observed an increase of presumptive positive results when testing with the cobas® sars-cov-2 for use on the 6800/8800 systems with batch g11392. Data was provided for the 2 runs (batch 3374 and 3376) of concern that contained 20 samples in question. All 20 samples were repeated with another platform neumodx that detects nsp2 and n gene (not the same targets as roche). The repeated samples generated negative results and these negative results were reported out. All samples are from asymptomatic patients for sars-cov-2 screening. Samples were collected in an in-house vtm (using cdc sop) which was not validated by roche for use with the cobas® sars-cov-2 test. It was documented that the collection tubes contain 2-3ml of the vtm, note that the recommended volume is 3ml. Customer is using 2 types of collection swabs - flocked, flexible, mini-tip nasopharyngeal swabs or mid-turbinate nasal swabs. It is unknown which swabs were used to collect these 20 patient samples or if they were nasopharyngeal or nasal collections. The customer confirmed that the samples are transferred to secondary tubes prior to loading on the instrument. According to the instructions for use, the cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800/8800 system for the detection of the 2019 novel coronavirus(sars-cov-2) rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt),bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. No harm or injury was indicated. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications.